Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and after this action, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer understood.